Manufacturer narrative:
The MFR's service rep performed a on-site investigation. A fuse was replaced and the connections were checked. The system was tested and operates as intended.

Event description:
The customer reported that there was no image on the monitor. No pt injury was reported.